Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Reprogramming was attempted but did not resolve the issue and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician felt the patient was not experiencing far field r-wave (ffrw) oversensing and the signal was experiencing premature atrial contractions (pac).